Event description:
The facility representative contacted baxter to report a flo-gard infusion pump that had an error code. The event occurred during patient therapy. Therapy was interrupted. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced by baxter prior to this event. A device history review revealed that there were no nonconformances noted for the production of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.